Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 259 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported high pitched noise when placed to his ear and wanted to know where that could be coming from advised if screen not on cannot say where it could be coming from advised would need to get it back and of failure analysis on it. Customer states he treated with a manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with currents in specification. No blank display was noted, lcd board was fine. The device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected audio, vibrate anomaly or absence of alarm noted. The device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window.